Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. Attempts were made to reposition this lv lead, but was not successful because the left subclavia vessel was closed. It was also noted, the associated competitor right ventricular (rv) lead displayed high impedance measurements and noise. It was suspected this rv lead was fractured. The decision was made to surgically abandon both the rv and lv leads, and implant new leads on the left side. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.